Manufacturer narrative:
(B)(4). It was reported that the unit cycles power. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the unit cycles power.